Event description:
Additional information was received that indicates this device was not explanted and still remains in service. However, there was therapy exhaustion. The cause of noise was not determined. There were no visible anomalies noted to the lead and no pacing inhibition or any loss of therapy. The physician did not replace the device as it has still long battery life approximately 6 years. The device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to oversensed noise. The physician noted coloration of the device and suspected burn. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.